Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had recurring low flow events starting on (B)(6) 2022 and continuing through november and into december. It was noted that the patient was clinically stable throughout this time. On (B)(6) 2022, an invasive ramp was performed which suggested that the patient was hypovolemic. On (B)(6) 2022, the patient had high powers while connected to the hospital power module, but the powers improved on their own. They switched the patient to battery power and then to the patient's power module with no recurrence of the high powers.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Furthermore, an analysis of the log files provided by the account confirmed elevated pump power and flow, as well as low flow events; however, a specific cause for these findings could not be conclusively determined through this evaluation. Lastly, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported hypovolemia and elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. The submitted log files contained events from (B)(6) 2022 through (B)(6) 2022, from (B)(6) 2022 through (B)(6) 2022, and from (B)(6) 2023 through (B)(6) 2023. The files captured multiple elevated power and flows on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2023, (B)(6) 2023 and on (B)(6) 2023. A majority of the elevated power and flows were observed during pulsatility index (pi) events. Furthermore, the files also captured low flow events. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the files. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The IFU states that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. This decrease in speed is accompanied by a reduced pump flow and the subsequent ramp up in speed is accompanied by increased power. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Furthermore, section 6 entitled ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with recurring low flow episodes over the past month, starting (B)(6) 2022. An invasive ramp study on (B)(6) 2022 suggested that the patient was only slightly hypovolemic at a baseline pump speed of 9000 revolutions per minute (rpm), with a closed atrioventricular (av) valve. An echocardiogram (echo) and computed tomography (CT) angiogram did not suggest obstruction or clinical signs of hemolysis or thrombus. The patient¿s right ventricular function looked good and had improved from previous echo results. The account stated that on (B)(6) 2022, the patient presented with high powers while connected to the power module that eventually improved. After switching to battery power and later back to a power module, there were no recurrent high powers. However, there were concerns about a mechanical failure of the patient¿s pump, controller and/or other external hardware. On (B)(6) 2022, the patient continued to be well with no signs of hemolysis or clinical deterioration. The account then noted a new sustained power elevation overnight. The account communicated that there were no hardware issues, however, they were concerned that a minor thrombus may have migrated during the patient¿s ramp study on (B)(6) 2022. The test was uneventful, but the power elevations started approximately 24 hours later. The patient remained admitted for observation. On (B)(6) 2022, the account communicated that the patient continued to do well with no clinical signs of hemolysis. The patient did not receive any changes in treatment and the power elevations appeared to settle. The patient continued to do well on (B)(6) 2022 with no developed clinical or laboratory signs of pump thrombosis. The patient¿s power elevations improved, however, the account stated that the patient continued to have brief, but recurrent low flow alarms. It was later communicated that thrombus was not confirmed yet; however, the patient was monitored closely. The account stated that the patient¿s controller was exchanged to ensure there were no mechanical or battery issues. The patient¿s anticoagulation medication was increased to reach the international normalized ratio (inr) target. The patient was also already on aspirin; however, the hospital did not add a second antiplatelet agent. The patient¿s low flow alarms reportedly improved significantly but did not resolve completely. The account stated that the patient also has had power elevations. Furthermore, the patient¿s ldh has not returned to baseline levels. The patient was discharged home on (B)(6) 2022 and was doing well. There were no other relevant clinical issues, and the patient continued to tolerate exercises and physical therapy. The patient was being monitored closely.